Event description:
Baxter reported that an incident of an overinfusion had occurred at a facility. The pump was being used on an intensive care unit pt. The facility's biomedical department reported "the doctor prescribed 1cc of insulin in 100cc of sodium chloride at a rate of 12cc/hr to be infused during 8 hrs." "The pt received the entire dose in approximately one hour. The infusion started around 11am and finished around 12:00pm." The pt reportedly died. The facility's nurse area supervisor reported, "the pt death was not related to an overdose." According to the facility's substitute supervisor of intensive care, "the case of the death was a cardio respiratory failure." The facility's endocrinologist reportedly confirmed that "death was not related to the over infusion."